Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The root cause of the reported failure is unable to be determined. The customer has received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.